Event description:
Reporter indicated that the patient's symptoms and severity of seizures has increased since 2001. Some anomalous behavior of the device was described as "device activation by apartment intercom, all cellphones, pagers, beepers, police walkie talkies, and answering machine (beeps)". All of these devices seem to be activating the ncp system according to the pt. The patient also reported that when pt uses apartment's intercom to let people in, it knocks pt back about 6 feet. The patient also reported that pt believes that the device shocks their heart. The pt has tried deactivating the ncp system using their magnet before using the intercom, but reports that it still happens. Further investigation revealed that the physician does not believe that the device is malfunctioning. Physician plans to confirm proper device function by running a lead test or normal mode test at the patient's next regularly scheduled office visit.